Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device packaging seal was compromised. During unpacking of the watchman ® laa closure device & delivery system outside the patient, it was noticed that the second plastic bag containing the device was open on one side. Therefore, a new device was opened and used. The procedure was completed successfully with no patient complications.